Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that since (B)(6) 2015, the pulse generator exhibited radiofrequency telemetry anomaly. The device did not transmit data through radiofrequency transmitter. The patient was in stable condition. No intervention was performed. The patient was provided with an inductive transmitter and would continue to be monitored.